Event description:
It was reported that two days post implant the atrial lead was found to have dislodged. It was noted that the lead had dropped into the rv (right ventricle). The lead was repositioned into the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).